Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had cracked reservoir tube lip.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump and changed her set. Customer's blood glucose levels were so high that she was admitted into the hospital for 3 days. Customer put on a new set and received a no delivery alarm. Customer's blood glucose level ran high and she continued to change her sets until being admitted back into the hospital on (B)(6) 2014. Customer's blood glucose level was 600 mg/dl on (B)(6) 2014 and over 500 mg/dl on (B)(6) 2014. Customer started to feel sick as the day progressed. Customer was vomiting and felt weak. Customer had diabetic ketoacidosis on both admittances. Customer was treated with an IV drip for the insulin and fluids. Customer was wearing the pump at the time of the 911 call. Customer called 911 on both occasions. Customer was advised to stay on manual injections and keep track of her blood glucose levels for another 2 weeks. Customer has not been on the pump since (B)(6) 2014. No further assistance needed.